Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized. The cause of, treatment for, and outcome of the event were not reported. It was not reported if dianeal therapy was ongoing. No additional information is available.